Event description:
It was reported that a cartridge alarm occurred during the loading sequence. There was no reported adverse impact to customer's blood glucose. Technical support assisted the customer with loading a new cartridge using the proper technique, but the alarm persisted. Customer reverted to using multiple daily injections (mdi) as a backup insulin therapy.